Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a drop in rv sensing. The patient was 100% rv paced and therefore the drop in sensing did not impact therapy delivery or lead to over pacing. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.